Event description:
A customer service report of communication issues between the implant the external equipment was received. The problem was confirmed and a revision surgery was recommended. The pt has decided not to move forward with a revision.